Event description:
It was reported the patient alert tripped due to the ventricular lead having high impedance, over sensing and suspected fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.